Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation visually inspected vela base, found no anomalies. Installed base on to a known good vela unit test fixture and powered into service mode. Performed leak test passed. Did leak test three more times, passed each time. The reported problem was not duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported leak on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.